Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile changes/unresponsive) issue. It was reported that the audio bolus button was under-responsive to user inputs. This complaint is being reported because the alleged issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings: during investigation, a hole was observed in the center of the audio bolus button cover. The button was responsive during testing.